Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replace. No additional adverse patient effects reported, and this device has not been returned.